Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not be reproduce the customer reported complaint. The iesu was energized and cauterized and all ports recognized instruments. The iesu will be restocked for future use.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, an issue occurred with the integrated electrosurgical unit (iesu). There was a ground pad intermittent detection issue. The procedure was otherwise completed with no patient injury and no delays. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the integrated electrosurgical generator unit (iesu) be returned for evaluation; however, the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Verification of the event details via system logs cannot be performed at this time due to insufficient event detail information. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during an unspecified da vinci-assisted surgical procedure there was ¿a ground pad intermittent detection issue¿. Also, complaint investigation confirmed that the field service engineer (fse) replaced the iesu to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. If additional information becomes available a supplemental MDR will be submitted.